Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer's reference number: 2017865-2021-23968. It was reported that the patient presented to the emergency room. Upon further review it was discovered that inappropriate shock was delivered due to the implantable cardioverter-defibrillator (ICD) was interpreting the signals incorrectly. Device interrogation also revealed that the left ventricular (lv) lead was exhibiting loss of capture. X-ray was performed and noted the lv lead had become dislodged. The physician opted to explant and replace the lv lead, a new lead was successfully implanted. The patient was in stable condition.